Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump 5 (cp5) system turned off for 2-3 seconds and restarted itself during a procedure. This occurred several times. An alarm appeared on the screen reading that the arterial clamp experienced a cp5 time out. There was no patient injury. The cp5 and subcomponents were returned to sorin group (B)(4) for investigation. The device underwent external and internal visual inspection and no abnormalities or defects were identified. The unit was tested at various rpm values and the connection plug and power switch were checked. The hkr board was tested in a climate chamber without error and a 12 hour test run at different configuration did not identify any issues. Functional testing of the cp5 panel was unable to reproduce the reported issue. As the reported issue was not reproduced, a root cause could not be determined and no corrective actions were identified. The hkr board was replaced as a precaution and the unit underwent a technical safety inspection and was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump 5 (cp5) system turned off for 2-3 seconds and restarted itself during a procedure. This occurred several times. An alarm appeared on the screen reading that the arterial clamp experienced a cp5 time out. There was no patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump 5 (cp5) system turned off for 2-3 seconds and restarted itself during a procedure. This occurred several times. An alarm appeared on the screen reading that the arterial clamp experienced a cp5 time out. There was no patient injury.